Manufacturer narrative:
The lead was returned due to infection, patient deceased, and perforation. As received, a complete lead was returned in three pieces. Visual inspection found the helix to be partially extended and clogged with blood. After cutting and cleaning the distal portion, the helix could be extended and retracted by applying torque directly to the inner coil. The measured full helix extension length was within specification. A tip stiffness test was performed, and results were within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. All other damage noted is consistent with procedural damages. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasion. Visual inspection found an external insulation abrasion breaching the sheath consistent with friction lead-to-can at the middle portion of the lead. The silicone insulation tubing was not breached in connector portion or distal portion region. Correction - b5- change in the year from 2021 to 2022. Related manufacturer reference number: 2017865-2022-03418; related manufacturer reference number: 2017865-2022-03420; related manufacturer reference number: 2017865-2022-03421.

Event description:
Related manufacturer reference number: 2017865-2022-03418, related manufacturer reference number: 2017865-2022-03420, related manufacturer reference number: 2017865-2022-03421.

Event description:
Related manufacturer reference number: 2017865-2021-03418. Related manufacturer reference number: 2017865-2021-03420. Related manufacturer reference number: 2017865-2021-03421. It was reported that the patient presented to the hospital on (B)(6) 2022 due to infection. Upon examination, it was noted that the implantable cardioverter defibrillator (ICD), the right atrial (ra) lead, the right ventricular (rv) lead and the capped rv lead were suspected of infection. Physician decided to explant ICD and the leads. During the explant procedure, the rv lead perforated the right ventricle. Physician stated that removal of cardiac system resulted in patient passing. The patient died on (B)(6) 2022.